Event description:
It was reported that during a procedure involving the computed tomography, there were firing issues with the reload component of the stapler on the artery. The staples deployed on the patient tissue, but a knife did not pass between them. As a result, the surgeon removed the stapler and reload, opting to use two sutures as a staple line replacement. The procedure continued with the use of the stapler and short adapter, and additional reloads were used without further issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws of the reload were open. Staple pushers were up distally. Several formed staples could be seen in the jaws of the reload. No staple lines were visible in the returned images. It was reported that there was no cut. The reported issue could not be determined. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3. Correction: b5. H3 evalution summary medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had no cut. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the curved tip reload, there were firing issues with the reload component of the stapler on the artery. The staples deployed on the patient tissue, but a knife did not pass between them. As a result, the surgeon removed the stapler and reload, opting to use two sutures as a staple line replacement. The procedure continued with the use of the powered stapler and short adapter, and additional reloads were used without further issues.